Manufacturer narrative:
(B)(4).

Event description:
Procedure type: laparoscopy. According to the reporter: at the end of laparoscopy surgery, noted material in abdomen. On removal it was found to be part of the endo clinch.